Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +23.5 diopter, was damaged by the injector during the loading process. There was no patient contact and the backup lens was implanted. The reporter indicated a possible cause of the event was the nanopoint injector system.